Event description:
As reported, a new user who was not trained on use of the sorbafix device was fixating a 3dmax during laparoscopic inguinal hernia repair. Three fasteners successfully fixated into the mesh/tissue out of six fasteners. It was reported that the fourth fastener did not successfully fixate into the mesh and the loose fasteners were removed from the patient's body. It was reported that when surgeon dry fired the device, the remaining fasteners just fell out of the device. It was also reported that the surgeon decided to complete the procedure since the mesh was well enough fixated. There was no reported patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device fasteners failure to fixate mesh/tissue. The subject device is available for evaluation, however, at this time has not been received. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in may 2023. Based on the information available the failure to fixate is most likely due to the user being untrained at time of use. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery, "compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." And the precautions section of IFU states, "only persons having adequate medical training and familiarity with surgical techniques should perform surgical procedures." Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report the sample evaluation results. Evaluation of the sample confirms the reported event of failure to fixate. The simulation test found that the first fastener deployed did not fixate the mesh, while the remaining four (14) fasteners deployed fixated to the mesh. The most likely cause for the failure to fixate is the result of an event occurring during user/ device interface. No manufacturing anomalies were found. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, a new user who was not trained on use of the sorbafix device was fixating a 3dmax during laparoscopic inguinal hernia repair. Three fasteners successfully fixated into the mesh/tissue out of six fasteners. It was reported that the fourth fastener did not successfully fixate into the mesh and the loose fasteners were removed from the patient's body. It was reported that when surgeon dry fired the device, the remaining fasteners just fell out of the device. It was also reported that the surgeon decided to complete the procedure since the mesh was well enough fixated. There was no reported patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device fasteners failure to fixate mesh/tissue. The subject device is available for evaluation, however, at this time has not been received. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in may 2023. Based on the information available the failure to fixate is most likely due to the user being untrained at time of use. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery, "compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." And the precautions section of IFU states, "only persons having adequate medical training and familiarity with surgical techniques should perform surgical procedures." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned